Event description:
The customer stated that (B)(6) architect anti-hcv results were generated for six patient samples tested on (B)(6) 2013 using reagent lot 29738li00. The samples tested western blot (B)(6). Patient #3 (sample ID (B)(6)) (B)(6) results were (B)(6) (lot 29738li00) and (B)(6) (lot 27241li00). No adverse impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv reagent, list 06c37, that has a similar product distributed in the us, architect anti-hcv, list 01l79. (B)(4). Complaint searches determined that there is no atypical complaint activity for the likely cause lot and the tracking and trending report review determined that there are no adverse trends and no non-statistical trends for the complaint issue. A retained kit of architect anti-hcv reagent, list number 6c37-20, lot number 27241li00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, two sensitivity panels (core only panel (panel a) and ns3 only panel (panel b)) were tested in 10 replicates. Panels are internal measurement standards used to test product performance prior to lot release. The mean s/co of the sensitivity panel values met specifications and all generated results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9041 and hcv 9045). The seroconversion panel results were compared to architect hcv test results provided by zeptometrix. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. A review of labeling concluded that the issue is adequately addressed. Based on the investigation, it was determined that lot number 27241li00 is performing acceptably. No product deficiency was identified.